Event description:
It was reported that the customer's insulin pump experienced a motor error alarm and then started to rewind. The customer's blood glucose level was reported to be 91 mg/dl. The customer was advised to disconnect from the pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No rewind anomaly noted. No motor error alarm noted. Unit was unable to prime during prime test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had cracked battery tube threads and cracked reservoir tube. (B)(4).